Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that they went to see their dentist after starting their aligners. The dentist found a tooth with gum recession was lose. Dentist wanted to see patient in two weeks. Patient was seen again, and the dentist found that both of the patient's bottom front teeth were still lose and the dentist was concerned about the patient's bite. Dentist told patient to reach out to byte to see what is going on. Educated patient on mobility, recession, gum tissue health and provided oh and ww tips. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.